Manufacturer narrative:
Operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that epidural tubing does not prime. There are multiple packages with the same issue. The device malfunctioned and did not do what it was supposed to do. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 23-aug-2022 via email and attached to complaint object: this issue was found while setting up the epidural pump. It never reached the patient. (No patient involvement was reported). H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.